Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer's sister does not have the insulin pump serial number and advised her sister to revert to back up plan. The customer sister was advised to discontinue the use of the insulin pump until the customer call back to troubleshoot. No further information was reported.